Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer received emergency medical assistance due to a high blood glucose on (B)(6) 2020 with blood glucose of 460 mg/dl at the time of the incident. The customer was given intravenous insulin drip to treat and also treated with boluses form the insulin pump. It was reported the customer had symptoms such as fever. The caller alleged the insulin pump was under delivering because the customer's blood glucose increased even though the customer treated with boluses. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. No large air bubbles were found. The caller stated that they had recently made changed to the basal. Displacement test passed. The caller stated that they were treating the customer based off the sensor glucose readings. The caller indicated that they never were trained to fill the cannula on the infusion set. The insulin pump will be returned for analysis. The reservoir will not be returned for analysis.